Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device UDI not provided as this product is no longer manufactured. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the navigation system became unresponsive while in use with CT spine. A reboot of the system was performed however the system did not reboot. The procedure was completed without the use of navigation. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.